Event description:
It was reported that the patient had an infection at implantable pulse generator (ipg) site. Swelling and discomfort was noted. The physician believed that the infection was not device or procedure related, and the cause was unknown. The patient was administered antibiotics. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components will not be returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).